Manufacturer narrative:
(B)(4).

Event description:
It was reported that alerts via remote transmission. The patient was presented in clinic for further assessment. Alerts for rv oversensing and noise were observed on the ventricular channel. Externalized conductors were noted. The patient condition is okay, and patient will continue to be monitored remotely.

Event description:
New information received states that the lead was explanted.

Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasion was noted at 14.5-16.0cm from the distal tip. External insulation abrasion was noted at 43.7-44.0cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion underneath the rv shock coil was noted at 4.5 -5.0cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was ntoed at 50.5-51.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was damaged during the surgical procedure at this location.